Event description:
In a scientific publication, author: li guoqing et all, "efficacy of bipolar artificial femoral head replacement in the treatment of unstable intertrochanteric fractures in elderly patients" it was reported that two patients underwent thrombolysis & anticoagulation therapy due to pulmonary embolism. There were three types of stem used on this study, the sl-plus stem and 2 competitor devices. There is not enough information in other to determine which device was used on each patient.

Manufacturer narrative:
The study of li guoqing [1] reports the use of devices in patients with complications, in which an sl-plus stem was used. It was reported that two patients underwent thrombolysis and anticoagulation therapy due to pulmonary embolism. The part and the batch numbers of the devices are not known. Therefore, the batch record review and a complaint history review could not be performed. The device labeling were reviewed, the IFU for the complaint device (lit.no. 12.23, ed. 05/16) states possible side effects among common adverse events resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. As no devices were received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: li guoqing; zhejiang medicine, 2018: http://dx.doi.org/10.12056/j.issn.1006-2785.2018.40.16.2017-2023.